Manufacturer narrative:
(B)(4). Date sent: 12/20/2023. D4 batch #: a9cj2g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the distal guide weld broken. Upon visual inspection, of the device, it was observed that the ground wire was broken at the distal guide area. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactivate". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three times. Due to the condition of the device, we were unable to investigate further the hemostasis intervention issues reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Please refer to the IFU for proper handling of the device, note that ¿caution: do not grasp tissue beyond the electrode surface, in the hinge of the jaws. Do not overfill the jaws of the instrument with tissue. This could result in difficulty opening the jaws, partially cutting tissue, and unintended injury.

Manufacturer narrative:
(B)(4). Date sent: 11/1/2023.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2023. D4 batch #: unknown. Additional information was obtained: the doctor informed me that the patient was re-exerted because he had bleeding, a hemostasis seal was released where he used the device. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please provide a timeline of events (such as when bleeding was found in relation to the original procedure and the timing of all events afterwards). Were there any hemostasis issues during the original procedure? Once the damaged to end effector noticed, did the surgeon immediately stop using the device in the original device? Why does the surgeon believe the difficulties with the device during the original procedure is associated with the post operation adverse events? What does re-exerted mean? A re-operation and/or a re-hospitalization? How was the patient treated for his bleeding? What is the patient's current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lower anterior bowel resection the dissection of the intestine was being carried out and at the moment of applying energy to seal and cut the omentum, the jaw of the device opens and the gray part proximal to the folded mandible is observed. The procedure was delayed 15 minutes. Another enseal x1 was opened. The procedure was completed successfully.